Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-03546. It was reported that the patient was experiencing ineffective stimulation. Several reprogramming attempts were unsuccessful at restoring stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein their scs system was explanted.